Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the patient's device and this rate/sense right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and unneeded shock therapy delivery by the shock therapy rv lead. Additionally, the unneeded shock led to the patient falling to the ground. Subsequently, the device was programmed to electrocautery protection mode. A revision procedure was scheduled, during which this rate/sense rv lead was surgically abandoned and the shock rv lead was explanted. A new rv lead replaced the two rv leads that were taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the suspected root cause of the noise oversensing and subsequent pacing inhibition and inappropriate shock was a conductor fracture in the rate/sense right ventricular (rv) lead. However this was not confirmed visually. During the revision procedure, the rate/sense rv lead was tested on the pacing system analyzer and the lead reproduced the noisy signals and exhibited intermittent capture. This product remains out of service. No additional adverse patient effects were reported.